Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and 2 innapropriate shock(s) due to an episode of atrial arrhythmia. The device remains in service. No additional adverse patient effects were reported.